Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor vision valve was chosen for implant, using a small flexnav delivery system. The native aortic annulus had perimeter of 76.9mm. A pre-implant balloon aortic valvuloplasty (bav) was performed, using a 22mm non-abbott balloon. The valve was successfully implanted after the second partial re-sheath. The starting implant depth was 5mm at the non-coronary cusp (ncc) and 6mm at the left coronary cusp (lcc). The final implant depth was 6mm at the non-coronary cusp (ncc) and 7-8mm at the left coronary cusp (lcc). Mild paravalvular leak (pvl) was noted post-implant. No intervention was required. There were no adverse patient consequences. The mild pvl was deemed an acceptable outcome for the physician. The patient is reported to be stable and was discharged. The patient remained hemodynamically stable throughout the procedure. On (B)(6) 2023, a permanent pacemaker was implanted.

Event description:
It was reported that on 12 december 2023, a 25mm navitor vision valve was chosen for implant, using a small flexnav delivery system. The native aortic annulus had perimeter of 76.9mm. A pre-implant balloon aortic valvuloplasty (bav) was performed, using a 22mm non-abbott balloon. The valve was successfully implanted after the second partial re-sheath. The starting implant depth was 5mm at the non-coronary cusp (ncc) and 6mm at the left coronary cusp (lcc). The final implant depth was 6mm at the non-coronary cusp (ncc) and 7-8mm at the left coronary cusp (lcc). Mild paravalvular leak (pvl) was noted post-implant. No intervention was required. There were no adverse patient consequences. The mild pvl was deemed an acceptable outcome for the physician. The patient is reported to be stable and was discharged. The patient remained hemodynamically stable throughout the procedure. On (B)(6) 2023, a permanent pacemaker was implanted due to pre-existing right bundle branch block (rbbb). The patient was reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device malposition, paravalvular leak (pvl), and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the valve appears to be slightly undersized based on the provided dimension (perimeter 76.9mm), the valve was implanted at a depth of 5mm from the non-coronary cusp (deeper than the optimal 3mm), annular calcium was present but not calcified, and there were no deployment difficulties noted. Additionally, it was noted that the physician was happy with implant depth as there were no major complications and no intervention was needed. The patient had a permanent pacemaker implanted due to a pre-existing right bundle branch block (rbbb). Based on available information, causes for the reported device malposition and pvl could not be conclusively determined. It is possible that implant depth, calcium distribution, or valve sizing contributed to these issues. However, this cannot be confirmed. The reported heart block appears to be related to patient condition (pre-existing rbbb). There is no indication of a product quality issue with regards to manufacture, design, or labeling.